Event description:
It was reported that the table on the 2800 system would not go up or down during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an over the phone investigation. The system was rebooted during the svc call. The system was found to be working as intended and put back into svc.